Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer blood glucose reading was 9 mmol/l. Troubleshoot was performed. Customer states insulin pump display reads critical error. Customer was in a pool while alarm occurred. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.